Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3014334038-2024-00083. 3006697299-2024-00044. A facility reported a patient had a cerelink sensor placed (ID 826850). The sensor was used with cerelink monitor (ID 826820) and cerelink cable (ID 826845). The problems started immediately with a decompressed patient: at a certain point the monitor started giving an error and the value of the pressure disappeared. The patient was critical and the event led to a delay in measuring the intracranial pressure (icp). Therefore, medical staff retrieve the system. The patient died; however, the facility confirmed, the death is related to the patient's critical condition (polytrauma).

Manufacturer narrative:
The cerelink sensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the probable root cause for the reported complaint could be due to "user unaware of correct use of device and doesn't attach reference line. Monitor subsequently encounters excessive electrical noise and drifts negative" or to "unstable sensor performance or incorrect selection of semiconductor components". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.